Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incident review, there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation appear to be related to operational circumstances of the procedure. Base on the returned analysis, it is likely that manipulation of the guide wire and/or other devices used caused the guide wire to move out of place. Further manipulation of the guide wire and guiding catheter likely cause the core to kink at the distal end of the hypotube and separated. The core fractured faces at the separation were bent as if kinked prior to separation. A piece of the core remains intact inside the hypotube. The noted coil damage likely occurred during advancement. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: it was initially reported that the device was discarded. Subsequently, the device was returned for evaluation. H6: method code 4115 removed. H10.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incident review, there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use to suggest a product quality issue. The investigation determined the reported core separation appear to be related to operational circumstances of the procedure. Base on the reported information, it is likely that manipulation of the guide wire during advancement through the guiding catheter, the core likely kinked and separated causing the reported guiding catheter issues. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the balance middle weight (bmw) guidewire advanced within the guide catheter without issue. The guide catheter however, was unable to cross the right coronary artery lesion and kept dislodging out if place. All was removed from the patient. Once outside the anatomy, the bmw proximal/medial section was observed separated. There was no unusual resistance noted with the bmw. There was no adverse patent effect and there was no clinically significant delay. The patient was re-wired with another unspecified device and the procedure was completed without further issues. No additional information was provided regarding this issue.